Event description:
It was reported that patient vessel obstruction occurred. A procedure was being performed using a synergy xd mr us 2.75 x 24mm device for treatment. During the procedure while inside the patient, it was noted that the balloon was only able to inflate about halfway. The stent was able to deploy on the proximal end, but remained attached to the balloon on the distal end. Upon closer inspection, it was noticed that the struts of the stent were stuck on the balloon. The indeflator had lost pressure and was noted to be spinning. Upon trying to remove the stent catheter using multiple ways, including inserting a non-boston scientific guide extension catheter over the balloon and using manual force to dislodge the struts from the balloon, the diagonal branch shut down and lost flow. The patient was then sent to surgery and the stent was successfully removed.